Manufacturer narrative:
An investigation has been opened to review history record and risk documentation. A follow-up report will be submitted after investigation.

Event description:
As reported, vessel dissected proximal to access site. Physician had difficulty advancing esheath and the closure sheath. Physician unable to advance wire past dissection flap. Patient sent to or for a vascular cutdown and repair of the vessel.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. Angiogram videos were submitted and reviewed by the investigative team. The angio videos revealed a lower third positioned radiopaque lock and a blockage of flow at the access site. The device lot history record was reviewed and indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr procedure, an 18f manta was deployed for closure in the left common femoral artery. Ultrasound and micropuncture were utilized to gain a lower positioned access. The arteriotomy was 6.4mm, with moderate distal superficial femoral calcification, and a depth measurement of 3cm. The physician encountered difficulties attempting to withdraw the procedural sheath and advance the manta sheath. Following deployment, no bleeding was visible at the groin site; however, post angiograms indicated a dissection proximal to the access site. Dissections are a common large bore procedural complication. Therefore, it cannot be determined if the dissection occurred prior to or during the manta deployment. The physician was unsuccessful in attempting to advance a wire past the dissection flap and the patient was transported to the or for vascular intervention to cutdown, explant manta, and repair the vessel. The IFU lists the following potential adverse events related to the deployment of vascular closure devices include ischemia of the leg or stenosis of the femoral artery; local trauma to the femoral or iliac artery wall, such as dissection, and other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention. Potential adverse events associated with any large bore intervention, including the use of the manta vascular closure device, include but are not limited to arterial damage and vessel laceration or trauma.